Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A supplemental report will be filed upon closure of medtronic investigation. (B)(4).

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, among other issues, but a root cause could not be established from the information available. Dissections and perforations are known potential adverse effects that can occur during any invasive procedure. A conclusive cause of the dissection was unable to be determined based on the information available.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the annulus. The valve was repositioned into the ascending aorta with the use of a snare. A second valve was implanted. After implant, a dissection on the ascending aorta was noticed. No interventions were prescribed. No other adverse patient effects were reported. Two days following implant the patient died. The patient had a pulseless electrical activity arrest and was unable to be resuscitated. It was reported that the cause of death was unclear to the physician, but congestive heart failure (chf) was placed on the death certificate. The chf was pre-existing to the corevalve implantations. The valves did not cause or contribute to the death. An autopsy was not performed and the valves were not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.